Event description:
User reported that a result of 60 was sent to the laboratory information system (lis) as >60. The user was expecting the result to be held for verification, but it was automatically released. Instrument manager did not malfunction because there were no workflows or rules in place to tell instrument manager to hold the result (user configuration error). The rule to hold the results has been put place, so this will not occur again. The reporter stated that the patient on which they discovered this error was not harmed, however they are still investigating to ensure no other results passed to the lis incorrectly and to confirm no other patients were impacted.

Manufacturer narrative:
The investigation has been completed. The issue was originally reported because the customer site expected a result to be held for verification, but it was automatically released. A sample was sent to a roche analyzer. The analyzer produced a progesterone result of >60. There were no configuration rules in instrument manager to hold the result so instrument manager passed the result to the laboratory's software seacoast. There was a rule in seacoast that changed the value to >600. This was not an instrument manager malfunction. It was a workflow issue, and an issue with the configuration of the lab software seacoast. The customer site conducted an investigation of all progesterone results processed since the analyzer was interfaced in may 2018, and found one patient affected by the >600 rule on (B)(6) 2018. The lab supervisor notified the client and is following up with them. No patient harm has been reported.

Event description:
User reported that a result of 60 was sent to the laboratory information system (lis) as >60. The user was expecting the result to be held for verification, but it was automatically released. Instrument manager did not malfunction because there were no workflows or rules in place to tell instrument manager to hold the result (user configuration error). The rule to hold the results has been put place, so this will not occur again. The reporter stated that the patient on which they discovered this error was not harmed, however they are still investigating to ensure no other results passed to the lis incorrectly and to confirm no other patients were impacted.